Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set would not flow. The event was further reported as an unspecified drug solution was being manually infused through the distal port, via a syringe. Resistance was noted during pushing plunger of the syringe. However, during gravity infusion fluid was flowing with no resistance. The resistance was noted when used in conjunction with the continu-flo blood/solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: clearlink needle free connector is part of the continu-flo blood/solution set, not a separate device. This report is a duplicate of manufacturer report number 1416980-2019-06408. All information can be found under that manufacturer report number 1416980-2019-06408. Should additional relevant information become available, a supplemental report will be submitted.